Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communication artery using penumbra smart coils (smart coils). During the procedure, the physician attempted to advance a smart coil through a non-penumbra microcatheter; however, immediately upon entering the microcatheter, the physician experienced resistance and was unable to advance or retract the smart coil. Therefore, the physician removed the smart coil and completed the procedure using the same microcatheter and additional coils. There was no report of an adverse effect to the patient.